Event description:
The patient was admitted for an endovascular procedure. During an endovascular (pta) percutaneous transluminal angioplasty of an occluded (sfa) superficial femoral artery, a 0.035 wire was used to dissect down sub-intimal track, exchanged for 0.014 stabilizer wire, wire was pushed into calcified wall and through the outback device on several attempts to re enter the true lumen. At one point, the wire was retracted while the needle was not fully pulled back into the device. The wire then re entered the true lumen and the outback removed, however the end of the wire was noticed to have come away from the main body and remained in the patient. A gooseneck snare was used to retrieve the remaining wire, which once retracted from the patient, spiraled into approx 4cm length. In the patient, it appeared to be approx 1cm in length. No harm was caused to the patient; however, the patient was moving throughout the procedure and had to be restrained by 2 nurses.

Manufacturer narrative:
After removal from the package, the products were not damaged. The wire was damaged whilst inside the outback device, as the needle was pushed whilst the wire was still in place through the nose cone. All products were prep per (IFU) instruction for use guidelines. After prep, no damages were noted on any of the devices. The guidewire was not pre-shaped. During the procedure, torque was not applied to the guidewire while the distal tip was wedged/trapped in the sub-intimal vessel wall. After achieving the correct position with the outback, all the torque was removed from the device. The (cto) complete total occlusion was greater than 3 months. The procedure was completed by utilizing a gooseneck snaring device to retrieve the detached wire, and using a new wire to complete the case. The wire was not returned as the patient was mrsa + and wire coated in blood, considered not to be safe to return. The product was not returned for analysis. Additional information will be submitted within 30 days.